Event description:
The customer reported a leak from reagent probe b of the unicel dxc 880i synchron access clinical system causing wash solution to flow into the reagent compartment of the dxc 880i analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a malfunction with the collar waste valve, causing wash solution to leak from the reagent probe. The fse replaced the solenoid valve to resolve the issue and no further leaks were observed. The fse also replaced the onboard reagent cartridges as a precautionary measure due to potential reagent contamination or dilution as a result of the reagent probe leak. (B)(4).